Event description:
A patient returned for a scheduled recovery filter removal procedure and a CT scan was performed. The filter reportedly was found to be tilted 20 degrees, and the apex was protruding through the vena cava. There was no extravasation reported or patient injury. The filter was initially implanted during the summer of 2005. A removal of the filter was attempted in october, but the doctor could not get the recovery cone on top of the filter. The filter remains implanted.